Event description:
It was reported that the distal tip separated from the catheter as it was being removed from the pt. The piece lodged in the valve of the 6 fr. Sheath and was easily removed from the pt with the sheath removal.